Manufacturer narrative:
The electrode lot number and expiration date were not provided. Reagent issues were excluded. The field service representative found a leaky cell rinse tube. He replaced it and confirmed the test and the module performed within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 251 mmol/l. The repeated result was 248 mmol/l. The doctor questioned the results and the sample was repeated. The sample was tested in another laboratory on another module and the result was 148 mmol/l. The results were reported outside of the laboratory.